Event description:
Complainant alleged that during a training session of the facility's sales staff, the device would not charge. The complainant indicated that there was no pt involvement in the reported malfunction.